Event description:
It was reported that during a preparation for a coronary drug eluting stenting treatment procedure, stent damage was found. While prepping the taxus expresss 2.75x32mm drug eluting stent, damage to the stent was noted. The procedure was completed with another taxus liberte' stent. As there was no patient involvement, no complications occurred.

Manufacturer narrative:
Device analysis can confirm the complaint reported. Visual and microscopic examination of the returned device revealed proximal stent damage. The stent struts were severely misaligned. Proximal stent damage is generally consistent with the device meeting some form of restriction on withdrawal. The device was returned without the stent protector, indicating that the device had been prepared for use. Traces of solidified blood were found inside the inflation lumen of the device. Visual and microscopic examination of the remainder of the device revealed a severe kink at the port area of the device. This type of damage is consistent with excessive force having been applied to the device. The balloon and tip sections of the device were visually and microscopically examined, and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The most probable root cause of this complaint is handling damage as the damage occurred prior to use in patient.bsc ID #a00081145/tw #536936